Event description:
It was reported that the patient experienced an infusion set bent cannula event which resulted in hyperglycemia on (B)(6) 2026. The infusion set had been in use for approximately one day at the time of the event. The patient¿s blood glucose level was reported to be 300 mg/dl which was managed using an insulin pen.

Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 zip four: 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.